Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasions breaching the right ventricular cable lumen in two locations underneath the super vena cava shock coil at 47.1cm to 47.2cm and 49.5cm to 49.6cm from the connector pin. The etfe cable coating and inner coil lumen were not abraded in these locations.

Event description:
This report is to advise of an event observed during analysis.